Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no indication or allegation that a malfunction of an ion device occurred or caused/contributed to the complication. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 14x25x26 millimeters (mm) in size and located in the left upper lobe on the pleura. The procedure was completed as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.